Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device that was lower than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms but was unable to self-treat. A healthcare professional (hcp) measured a blood glucose reading of 25 mmol/l obtained on an hcp meter, compared to adc scan result of 2.9 mmol/l. The customer was then administered with insulin injection (type/dose unspecified) by the hcp as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.